Manufacturer narrative:
Product ID: hh9020tdd, serial# (B)(6); product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820 & serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding their external equipment. The patient reported the handset was a nightmare and not working at all for months off and on since last year. Patient stated the handset takes a long time to connect to the implant and lagging at 90% and spins. Patient stated they changed the medication from morphine to dilaudid and increase the bolus so she could get relief but she had not been able to use the personal therapy manager (ptm) because it takes long time to connect. Patient stated she get 5 bolus a day. Patient services assisted patient with resetting the communicator, and power off the handset. Agent asked patient to power on both devices and connecting to the pump. Patient service assisted patient to clear the data on the handset. Patient was able to connect to pump and deliver a bolus. The troubleshooting steps that were taken on the call resolved the issue.